Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the hospital for an allergy and her doctor advised the medication would elevate her blood glucose. The blood glucose at time of call was 389mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer stated that she noticed that cannula was bent when she changed the infusion set. No further information was provided.